Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. The pvs procedure went without incident until knot advancement. The suture broke, but also came out of the artery, suggesting insufficient tissue capture. The patient was taken for surgical arterial repair. After a conversation with the user, the report from the field indicated that the cardiologist may have allowed the device to slip back during needle deployment, leading to the insufficient needle capture.